Event description:
A seventy-nine year old male patient was diagnosed with coronary multivessel disease and presented for coronary artery bypass grafting. An impella 5.5 was placed in the same procedure. Following umcomplicated placement and bypass grafting, the patient was transferred to the intensive care unit where he received multiple blood products. While no active bleeding was reported and consumption of blood products was presumably related to the cardiac surgery, it will be conservatively coded to the impella 5.5, as bleeding might have been aggravated by the need for continuous anticoagulation. After an off-label prolonged support duration of 20 days, the patient was successfully weaned and the impella 5.5 was removed.

Manufacturer narrative:
(Anemia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information the following information was received from the customer. Patient received multiple blood products to aide in coagulation of the sternal incision. The impella axillary site remained clean, dry, intact and without evidence of hematoma or bleeding. No allegations were made of the device. Multiple comments from staff and providers stating that patient most likely would not have survived the post-operative period without the impella support. The device is not available for return.